Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that while inserting the intra-aortic balloon (iab) catheter that the iab was filled with blood while moving through balloon after guide wire was moved. The event occurred when the half of the balloon was inside the body. The date of the event is unknown. The patient was not harmed or injured.

Manufacturer narrative:
On 08/23/2017 10:15 am (B)(4) added by (B)(6): the product was returned with the membrane loosely folded and blood found on the exterior of the membrane. No blood was observed inside the iab catheter. The extender tubing was returned and the sheath was also returned separately with traces of blood. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The returned condition of the product indicates that the reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that while inserting the intra-aortic balloon (iab) catheter that the iab was filled with blood while moving through balloon after guide wire was moved. The event occurred when the half of the balloon was inside the body. The date of the event is unknown. The patient was not harmed or injured.